Event description:
Information received by medtronic indicated that customer reported about no connection of pump to transmitter because pump were getting restarted. Customer stated that pump had corrosion in the battery case and the pump was smelling. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned insulin pump for an alleged cosmetic damage located at the battery case, failed battery test or battery failed alert and the insulin pump /transmitter connection anomaly found on (B)(6) 2021. The insulin pump was received with a cracked battery tube threads and a cracked case behind the insulin the insulin pump near the battery tube compartment. The insulin pump passed the displacement test, sleep current measurement, active current measurement and self test. The insulin pump was monitored for several days and no unexpected failed battery test or battery failed alert noted. The insulin pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The insulin the insulin pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No unexpected sensor errors or connection anomalies noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during the testing. No failed batt test or battery failed alert was found in the history files or traces for the event date. However, low battery alert was recorded and found in the formatted history file. Insert battery alarm was recorded and found in the formatted history file. Replace battery alert was recorded and found in the formatted history file. Power loss alarm was recorded and found in the formatted history file. The insulin pump was cut open to perform visual inspection and found corrosion on the electronic assembly. No corrosion or moisture damage found on the battery tube assembly, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. Cosmetic damage was confirmed at the battery case. Failed batt test or battery failed alert was not confirmed. The insulin pump /transmitter connection anomaly was not confirmed. During visual inspection, corrosion was found on the electronic assembly. No corrosion or moisture damage found on the battery tube assembly, force sensor, motor and vibrator assembly noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.